Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had power error detected. Customer¿s blood glucose was unknown. Customer stated that notification light stopped immediately during the troubleshoot. Customer was advised refer to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Device received error 25 due to connector resistance issue.